Event description:
This patient is on continuous o2 sat monitoring for bronchiolitis and resp distress. Rn noted that pt at midnight assessment had 100% o2 sat on 2l per nc nasal cannula. Rn decreased o2 to 1 l per nc with o2 sat unchanged at 100%. At 0200 pt had pulled off nc and o2 sat continued to be 100% on ra room air, so rn left pt on ra and continued to monitor via pulse ox probe continuously. Rn noted at 0650 that pulse probe was inaccurately picking up pt's hr so rn went into to room to readjust probe and decided to get a new probe. Pt had circumoral cyanosis and with new pulse ox probe showed o2 sat at 78% on ra. Rn sxn'd suctioned pt and put on o2 via nc and via blow by to help o2 sat increase to 96%.